Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in a coronary artery. A 2.00mm x 15mm emerge¿ balloon catheter was advanced for dilation. However, while advancing the device slowly over a guide wire, the balloon catheter had knocked against the hemo-valve and the handler's thumb possibly kinking and fracturing the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge mr balloon catheter in two pieces. The balloon was tightly folded with fluid in the inflation lumen. The tip, balloon, hypotube, inner and outer shafts were microscopically and tactile examined. Inspection revealed numerous kinks in the hypotube with a separation at 46.5 cm from the strain relief. The end of the separation was oval, as if kinked prior to separation. Inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in a coronary artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. However, while advancing the device slowly over a guide wire, the balloon catheter had knocked against the hemo-valve and the handler's thumb possibly kinking and fracturing the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.